Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced loss of blood pressure while on support at p-8. Reportedly, the patient was not on any pressors at the time as the impella cp was providing adequate support. The physician made the decision to diurese the patient and start low dose levophed. Flows were adjusted. The patient remained on impella cp support and was successfully weaned.